Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed. Pump error 35 unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer stated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. When they turned the insulin pump back on, it displayed an open book open image on the screen. The insulin pump also had a critical pump error and screen glitched and turned blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.